Event description:
It was reported that the bd safetyglide¿ needle was blocked and vaccine medication sprayed out of the hub during use. The following information was provided by the initial reporter: "upon administration of vaccine, vaccine sprayed out of the hub. Possible blocked needle... Impact of incident: the child received an extra poke to ensure proper dose. Who was affected? Patient... Level of harm: no apparent harm - reached patient/person, inconvenient"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd safetyglide¿ needle was blocked and vaccine medication sprayed out of the hub during use. The following information was provided by the initial reporter: "upon administration of vaccine, vaccine sprayed out of the hub. Possible blocked needle... Impact of incident: the child received an extra poke to ensure proper dose. Who was affected? Patient. Level of harm: no apparent harm - reached patient/person, inconvenient".